Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of MFR report # 9610847-2021-00454 that has already been reported for malfunction.

Event description:
It was reported that nexiva diffusics 20g x 1.00 in tubing disconnected. The following information was provided by the initial reporter: it was reported that the diffusics tubing disconnected.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva diffusics 20g x 1.00 in tubing disconnected. The following information was provided by the initial reporter: it was reported that the diffusics tubing disconnected.